Event description:
During surgery, the surgeon used the monotube triax (red). When the surgeon was tightening them with the wrench, one of the screw of the clamp broke. (The screw for locking the tube). Thus, the surgeon changed the external fixation system to another external fixation system. The surgeon was using the product only several times. He requested the investigation of the product.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.